Manufacturer narrative:
Fiber tip broken. Device not returned to manufacturer: impossible to determine the root cause. No adverse events have been reported.

Event description:
The optical fiber had a failure that did not allow to use it properly. No adverse effects to patient were reported.

Manufacturer narrative:
The problem is under investigation and could be traced to a component failure. We are unaware about operator injury. We are waiting for additional information from distributor .

Event description:
The optical fiber had a failure that did not allow to use it properly. No adverse effects to patient were reported.